Event description:
Dealer called in to tech service and said the rps350-2 lift is having issues. The lift goes up with patient in it but will not go down all the way, the actuator stops midway. Tech service advised dealer the problem could be in the actuator or the hand pendant. The caller has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.